Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reason glare imbalanced, decreased night vision and clinical reason for explant being, patient unable to tolerate and function. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested. There are two medical reports associated with this patient. This file is 2 of 2.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that patient reported poor vision. The lens was explanted and replaced with a non company lens.